Event description:
It was reported that the customer's pump would not charge. Contact noted that there were only three pins in the micro usb port, not five. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.